Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer was having issues with their sensors. It was reported that the customer changed out their sensors, but continue to have issues with errors. It was reported that the customer had hypoglycemia at night. It was reported that the customer's blood glucose at one point read 40mg/dl. It was reported that the sensors were reading different numbers than what they manual blood glucose test were reading. No further information provided.